Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. (B)(4).

Event description:
"Literature article entitled, ¿efficacy of tranexamic acid on blood loss after primary cementless total hip replacement with rivaroxaban thromboprophylaxis: a case-control study in 70 patients¿ by a. Clave, et al, published by orthopaedics and traumatology: surgery and research (2012), vol. 98, pp. 484-490, was reviewed. The objective of study was to assess the efficacy of tranexamic acid in reducing blood loss during primary cementless thr with associated rivaroxaban thromboprophylaxis. Implanted depuy products: gyros dual mobility cup, polyethylene liner, femoral head, and corail stem. Results: 1 patient had postoperative transfusions of a total of 10 units of whole blood and 1 unit of prbc over 6 days due to hemoglobinemia- coded major bleed. 1 postoperative hematoma- treatment unspecified. 1 intraoperative acetabular fracture treated with allograft and fixation plates and cementation of the cup. 1 intraoperative fracture of the femur treated with cerclage. Captured in this complaint: gyros cup, liner, and head: no reported product problem. Corail stem: no reported product problem. Patient harms: major bleed, hematoma, fracture.".